Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that two of the cutter devices broke when used together with the motor device. According to the reporter, the motor device was intact. Thus, there was no reported malfunction alleged against the motor device. There were no delays to the planned surgical procedure. It was not reported if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The product lot number was inadvertently documented in the serial number field of the initial report. The lot number has been updated in the lot number field to reflect the change. The device availability date was incorrectly documented. The date returned to manufacturer was corrected from (B)(4) 2015 to (B)(4) 2015. Additional narrative: device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to user error / abuse and possibly misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.